Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 78 mg/dl. The customer changed the pump supply or simply cleared the alarms and resumed insulin delivery. Although requested by tandem technical support, the customer declined to perform troubleshooting. Customer reverted to an alternate pump for insulin therapy.